Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation, an ophthalmic system had vacuum issue during quadrant removal mode. The surgery was completed on the same day after changing the phacoemulsification tip without any patient harm. This complaint pertains to ophthalmic system involved in the reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.